Manufacturer narrative:
Patient information was unavailable from the site. Device lot number unavailable. UDI not available for this instrument. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the tactile awl was deformed; it was bent. The procedure was completed with the use of another instrument. There was no reported impact to patient outcome and no reported surgical delay.

Manufacturer narrative:
UDI not available for this instrument. Additional information: the probe was returned to the manufacturer for analysis. Analysis found that the tip of the probe was bent. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the tactile awl could be verified before deformation. After deformation, it was not used.